Event description:
Customer reported the set was noted to be leaking above the pump where the tubing connects to the upper fitment. The tubing was replaced with "taxol tubing" (B) (4) and the etoposide/cyclophosphamide infusion was restarted and completed without incident. No pt or staff harm reported. No additional info was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. Date of event: between (B) (6) 2009 and (B) (6) 2009. The product was received. Investigation is not complete. A follow up report will be submitted with any relevant info.